Manufacturer narrative:
(B)(4). The site indicated the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a colon procedure, the device would not activate when the activation button was depressed and sometimes the device did activate, but then would stop when the button was pressed. There was no patient injury. The site indicated that the incident sample was discarded.